Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, far-field r-wave oversensing resulting in false automatic mode switch (ams) episodes and non-sustained right ventricular (rv) oversensing due to myopotentials were noted on the device. No intervention has been performed, and the patient will continue to be monitored. The patient was stable with no consequences.